Manufacturer narrative:
The investigation for the pump stop has been completed. Impella 5.5 was returned for evaluation. Upon visual inspection, biomaterial was present on the impeller blade. Pump was electrical tested and all three motor cable lines were measured as open lines. The red handle was opened and ground line of motor cable lines was found to be broken on the catheter side of the red handle. Additionally, green motor cable line was found to be necked and bent at monkey fist glue joint. No data logs were returned for evaluation. Clinical details noted that a spike in motor current was observed in the field with an "impella defective" alarm occurring. The root cause of the pump stop was most likely due to an electrical open. Added d9 device return date.

Manufacturer narrative:
B.1 revised since previous manufacturer device reports 1220648-2024-25034 were submitted due to updated information received regarding the patients outcome. B.2 revised since previous manufacturer device reports 1220648-2024-25034 were submitted due to updated information received regarding the patients outcome. B.5 revised from the initial manufacturer device report 1220648-2024-25034 to reflect updated information received regarding the patient's outcome. G.1 revised reporting contact email as it was entered incorrectly on the initial manufacturer device report 1220648-2024-25034. G.2 added foreign as it was inadvertently omitted from initial manufacturer device report 1220648-2024-25034. H.1 revised since previous manufacturer device reports 1220648-2024-25034 were submitted due to updated information received regarding the patient's outcome. H.6 health effect - clinical code 4580 and health effect - impact code 1802 were revised since the initial manufacturer device report 1220648-2024-25034 was submitted to reflect updated information received regarding the patient's outcome. Codes 4121, 3243, 4251, 50 and 4307 were reported incorrectly on follow up 1 manufacturer device report number 1220648-2024-25034. New codes were added.

Event description:
Additional information received from the clinical site confirmed that the patient did not expire while on support. It was reported that the patient was successfully weaned and survived the event.

Event description:
The complainant reported a patient on impella 5.5 support and that there was a pump stop. When the p level was increased, it caused a spike on the motor current and the automated impella controller (aic) started alarming again. The recommend was given to first to replace aic, however, after the aic was replaced the issue remained. The recommendation given afterwards was to replace the pump. However, care was withdrawn and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿